Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; adhesive in bending section cover or distal sheath rubber has a chip; due to damage on charging couples device (ccd) unit, the image has black dots; control unit has a scratch; grip has a scratch; universal cord has a scratch; up/down angulation lever plate has a scratch; right/left plate has a scratch; forceps elevator lever(surgical part) has a scratch; angulation lever has a scratch; light guide connector has a scratch; light guide cover glass has a scratch; switch1 has a scratch; right/left lever has a scratch; video connector case has a scratch; video connector has a scratch; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, displayed scope communication error (error b30). The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side led to the malfunction. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.